Event description:
Information was received from a healthcare provider (hcp via a company representative regarding a patient receiving intrathecal dilaudid (hydromorphone) 15 mg/ml at 7.4 mg/day via an implantable pump. It was reported by a physician, the patient was seen in the clinic on thursday, (B)(6) 2025, for routine follow up. At that appointment, he noticed a 1 cm opening on the left lateral side of her left flank pump pocket incision. No known contributing factors. Patient was taken to the operating room (or) for planned pump pocket revision with pump relocation. As noted, the pump was currently located in the left flank. The physician first started by opening up the existing pump pocket and dissecting down to the pump and proximal segment. There was noted purulent drainage in the pocket but a swab was collected to be sent for culture. The pump was disconnected and placed on the back sterile table. The physician then began to create a new pump pocket in the left abdomen. He was given an 8781 catheter kit and catheter passer. He passed the catheter from the abdominal pump pocket to the flank pocket. Using only the proximal segment of the 8781, the new proximal segment was passed from the new pump pocket to the old pump pocket. He then removed the previously existing proximal segment and an additional 3 cm from the spinal segment. 26 cm was trimmed from the new proximal segment. The proximal segment and existing spinal segment were then connected using a collet. The pump was then connected to the new proximal segment. A catheter aspiration was performed before and after placing the pump into the new pump pocket. All incisions were then irrigated and closed. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.